Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as the product has no yet been analyzed. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose levels due to a reservoir that leaked insulin. Nothing further was reported.